Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a burn under the back te pads following what felt like a pinch and a big pain, which led to the patient getting a scar. There is no indication that the patient received a treatment. There is no indication that the patient received medical intervention. Follow up indicated that the burn improved. Reporting out of an abundance of caution.